Manufacturer narrative:
A csf leak was reported following a cranial procedure in which duraseal was used. A drain was implemented three days post-operatively. Following drain implementation, the patient recovered without further incident. As described in the duraseal instructions for use (IFU), supplied with the product shipped to another country: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."

Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following a procedure in which duraseal was used. Patient underwent a procedure to remove a posterior fossa tumor. A csf leak was diagnosed three days later. Patient was not re-operated but a drain was implemented. Following drain implementation, the patient recovered without further incident.